Manufacturer narrative:
After reviewing the pump logs, it was determined that the cause of death is insulin overdose due to user error when programming the basal rate: reportedly the customer started using the pump before receiving training, and was making profile changes for his basal rate on multiple days. Changes made were between 0 units, 0.5 units, 10 units and 15 units per hour. On the evening before the customer's passing ((B)(6) 2015), the customer reloaded a cartridge and resumed therapy with a basal rate of 15 u/hr. The next morning ((B)(6) 2015), a low insulin alert was triggered. It appears that the customer attempted to compensate for the high doses of insulin that they had received by administering glucagon, but with no success. The glucagon was found near the customer when the customer's body was found.

Event description:
It was reported that the customer passed away, and death was diabetes related. According to customer&#38112;contact, the customer had a really high bg (could not verify how high). The customer delivered a bolus (could not verify how much insulin delivered), and then went extremely low (could not verify how low).

Manufacturer narrative:
A review of our records shows the customer self-started on his insulin pump without being trained. Our records also indicate that tandem made multiple attempts to contact this user in order to schedule training with him, but the customer did not respond. On (B)(6) 2015, the user begins using the pump for basal and bolus insulin delivery and created one new profile with three identical segments. On (B)(6) 2015, the user deleted two of three time segments from his personal profile, and changed the basal rate to 10 u/hr. The pump did provide a max basal rate notification at this time as he was attempting to set a basal rate 2 times the highest basal limit in his profile. The user confirmed this notification. On (B)(6) 2015, the user changed his correction factor from 1 mg/dl/unit to 10 mg/dl/unit. The insulin pump was not being used by customer on (B)(6) 2015. On (B)(6) 2015, the user changed his correction factor back to 1 mg/dl/unit, loaded a cartridge, filled the tubing with 30.19 units, and deliveries were resumed with the 15 unit/hr basal rate at 9:24 pm. Basal deliveries continued until an empty cartridge alarm enunciated at 8:50 am on (B)(6) 2015. No boluses were delivered with the pump from this final cartridge.